Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event during the device inspection by olympus service operation repair center (sorc) was not reproduced. Therefore, there is a possibility that the endoscopic image was temporarily not displayed because the communication failure with the video system center occurred due to the temporary foreign material or dirt adhering to the contact portion of the video connector. According to the device repair history, the device was also repaired on june 11, 2013, may 13, 2014, and may 22, 2020. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. The camera cable was scratched and twisted the endoscope mount was loose. The endoscope mount was bent and the optical axis was misaligned. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed at all. There was no report of patient injury associated with the event.